Event description:
On september 14, 2006 the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately low compared to his doctor's meter. The medical affairs specialist listened to the call between the patient and the customer care advocate (cca) to obtain/verify the following information. The patient had symptoms of cold sweats and feeling tired and thirsty all the time. During these symptoms, the patient obtained blood glucose in the low 100's mg/dl, such as "130, 140, and 155 mg/dl." At the time of concern, the patient did not take any medications after testing on the meter since he was managing his diabetes with diet only. Because the patient was feeling unwell, he went to the doctor in 2006. The patient reported blood glucose results of "255 mg/dl" on the doctor's one touch ultra meter and a "145 mg/dl" on his meter, which were performed within "seconds" apart. The pt also obtained a hba1c result of "8.9%." The pt did not indicate if he received medical treatment at the dr's visit but he prescribed insulin. The patient's doctor also gave him control solution to check his meter. The cca verified that the meter was correctly set to "mg/dl" at the time of testing, an approved sample source (finger) was used for the blood glucose tests, and the correct testing/cleaning techniques were used. This complaint is being reported because the calculated difference between the reported meter and the doctor's meter exceeds lifescan's criteria when comparing two different meters. The patient's reported meter results do not correlate with the symptoms, which suggest high blood glucose and had to be put on an insulin regimen. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.